Event description:
It was reported the intellivue patient monitor mx750 was presented with a speaker malfunction. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A good faith effort attempt confirmed the device had no sound. The following functional tests were performed: the field service engineer (rse) went onsite and confirmed the device speaker was defective and needed replacement. After the speaker was replaced, the device returned to normal operation. Based on the information available and the testing conducted, the cause of the reported problem is the defective speaker. The reported problem was confirmed. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. E1: reporting institution phone#:(B)(6). E1: reporter phone# : (B)(6).